Event description:
It was reported that the artificial urinary sphincter (aus) was revised because the pump would not cycle. The patient was brought back and the tubing was trimmed. The device began to cycle again.